Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine and bupivacaine at 5.0 mg/ml, 5.0 mg/ml concentrations and doses of 1.2485 mg/day, 1.2485 mg/day respectively via an implantable pump. The indication for use was malignant pain. It was reported the patient had increased pain, redness, drainage,and warmth at the pump site on (B)(6) 2017. The patient was examined the same day and redness and warmth with a low grade fever of 100.6 degrees was noted. The clinical diagnosis was listed as pump pocket infection. It was indicated the event was related to the device or therapy and possibly related to the implant procedure. The patient's entire system was explanted and not replaced on (B)(6) 2017. The pump was disposed of according to biohazard instructions. The event resulted in in-patient or prolonged hospitalization and medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The event was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event resolved without sequelae on 2017 -oct-26.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the infection was most likely related to decreased immune system secondary to cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.